Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the vessel sealer extend instrument during this reported event for failure analysis investigations. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the clinical development engineering team. The following additional information was provided: in the video, the surgeon skeletonizes the inferior mesenteric artery and seals multiple times in the same spot. They then move slightly laterally and seal repeatedly again, such that the seals overlap, before cutting. Shortly after, the inferior mesenteric artery begins to bleed from the seal site. The bleeding is then controlled with a suture. When overlapping seals, the steam generated from the second seal has the potential to disrupt the initial seal. This effect may have contributed to the insufficient seal.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the surgeon experienced insufficient sealing the inferior mesenteric artery (ima) using the vessel sealer extend (vse) with the e-200, resulting in tissue bleeding. The surgeon sealed the ima twice, then moved laterally with the vse, sealed the tissue again twice before cutting. No error messages were observed, it is unconfirmed if audible tones were heard. The bleeding from the ima was repaired with a endoloop. Estimated blood loss is unknown. The procedure was completed robotically, the patient is recovering well. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.